Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total abdominal hysterectomy procedure that on the last firing the device locked out on tissue and the jaws would not open. Unsure as to how the device was removed but the jaws on the device are still currently closed and the trigger appears to be depressed. Another device was used to completed the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p93j2l. Investigation summary: the device was returned with jaws locked but in good physical condition, with no apparent damage. There was dried tissue noted in the jaws and the knife trigger was depressed. The knife partially extended into the jaws. The device was visually inspected, jaws were conforming and jaw gap was within specification. The device was dissembled to ensure that the knife mechanism was as assembled correctly. During disassembly, the knife retracted back, the knife trigger returned to its original position and the jaws opened up. Upon closer investigation of the jaws and the knife track, dried pieces of tissue were noted in the crotch of the device and the knife track. The knife mechanism was assembled correctly and advanced and returned with no issues. No other mechanical or component issues were noted. There was no damage to the knife or the jaws. Tissue in the jaws maybe impeding the knife to return thus interfering with adequate knife and jaw performance. A possible cause for this could be due to tissue buildup on the jaw electrode surface and knife track during extended use of the device. Cleaning the instrument per the instructions for use would reduce tissue sticking and accumulation. The device was found to be conforming. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.